Manufacturer narrative:
The returned breast pump functioned within ameda specifications. Investigation concluded that the internal components of the breast pump displayed no evidence of malfunction or thermal event. It was visually confirmed that a dark grey substance resembling battery acid was present on the external pump housing, battery compartment area, and battery cover. The batteries were returned with one unit in the wrong orientation as documented in attached case pictures. Additional testing supports that the misplacement of a battery can cause battery leakage.

Event description:
As part of ameda, inc's quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to the FDA. Customer contacted ameda, inc on (B)(6) 2013 to report hearing a popping sound form the purely yours breast pump battery compartment this morning as she was using the pump on battery compartment and sounded as though the fluid was boiling. Customer did not come in contact with the leaking fluid and did not report an injury or burn.